Event description:
Boston scientific received information that during an echo optimization study, intracardiac egms were lost during the procedure. The egms were turned back on one at a time. Rf interference was suspected. To date, no adverse patient effects were reported during the procedure. Additional information was received that this device was later explanted and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed and again, normal device function was observed. A review of device memory noted the device had recorded one that was most likely caused by the use of electrocautery.